Event description:
Follow up information received that the patient underwent surgical intervention in which the lead was explanted and replaced.

Manufacturer narrative:
As received, microscopic inspection of the paddle header identified all broken internal wires. The root cause is consistent with the paddle being subjected to overstress condition while in vivo.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a lead fracture. It was discovered that the patient has a lead fracture and has high impedance on 7 out of the 8 contacts. The patient may undergo surgical intervention to address the issue.